Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system then passed the system checkout and performed as intended. Other relevant device(s) are: product ID: 9735736, ( sfw kit 9735736 stealth s8 ent EU-sc) the following codes apply to product ID: 9735665 (surgn cart stealth s8 premium) serial# (B)(4). Fdm=b01, fdr=c19, fdc=14 the following codes apply to product ID: 9735736, ( sfw kit 9735736 stealth s8 ent EU-sc) fdm b17, fdr= c20, fdc =d15. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 salesforce c00239099 (hcp): medtronic received information regarding a navigation system. It was reported that during registration, the system was not tracking accurately, and when more points were added, the registration accuracy got worse. The surgeon traced the nasal bone, scalp area and top of the head. The surgeon aborted the case and proceeded without navigation.  There was no impact to the patient outcome and delay was less than an hour.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the logs did not get any information regarding the cause of inaccuracy. Without exam archives there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Closing the case to ii. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.